Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as patient made a mistake during therapy. The patient was not hospitalized for the peritonitis. The patient was treated with injection reflin (1 gram, once daily, route was not reported), injection tobramycin (40 milligram, once daily, route was not reported) and injection heparin (5000 international units, 1 milliliter/exchange, route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event or retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.